Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will submitted once the failure investigation has been completed.

Event description:
Customer reported a pitocin drip in labor and delivery that didn't infuse and didn't alarm. Tubing was not saved. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.